Event description:
It was reported that: "accolade stem was grossly loose. Surgeon revised it with restoration mod stem +40 mm and head."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.